Event description:
It was reported that a surgeon had a problem with a zero-p procedure on an unknown date. During a zero-p procedure, one of the holes in the plate seemed to be stripped. The screw just spun without locking down to the plate. Several screws were tried, all with the same result. The surgeon made the decision to leave the plate and three screws implanted. Procedure was completed with a 14 to 30 minute delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.